Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted with concurrent mesh implantation due to stress urinary incontinence and urethral hypermobility. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted because, the first one failed. Due to vaginal pain, dyspareunia and incontinence, mesh was revised/removed in (B)(6) 2008. It was also reported that patient is scheduled for mesh removal surgery on (B)(6) 2012. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.